Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that a nursing home visit for a stoma site examination revealed the stoma was in good condition. It had fluids in the area and it was recommended that the area should remain dry and clean. The patient reported that 20 days ago he visited a gastroenterologist at the hospital (there was no hospitalization), under the supervision of the treating physician, because the area of the stoma site was irritated, had become hard and was producing pus. The patient was prescribed oral antibiotic augmentin for 15 days and all events have subsided.